Event description:
It was reported the patient experienced pelvic and hip pain. On (B)(6) /2015 the patient was referred to hospital pain management and physiotherapy as well as a letter was sent to the gp to prescribe topical estrogen. The event was continuing as of (B)(6) 2015 no further patient complications were reported in relation to this event.